Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. There were some motor error alarms in the alarm history. The customer's blood glucose was normal and did not require medical treatment.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump passed the operating currents, self test, displacement, prime, rewind and basic occlusion tests. Unable to perform the unexpected restart error test, occlusion or no delivery tests due to the motor error alarm. The pump had a cracked case at the display window corner.